Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Investigation was unable to determine which of the leads was cut.

Event description:
Related manufacturer reference number: 1627487-2023-03115. It was reported that the patient¿s ipg migrated into the vertebral body. Hence, surgical intervention was planned to remove the ipg. Surgical intervention took place on (B)(6) 2023 during which the doctor was unable to figure where the leads were and how to remove the devices. In turn, the left lead was cut and left implanted. The ipg was not explanted. Reportedly, the patient has one intact lead and one partial lead that was cut.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000095228.